Event description:
The manufacturer received information alleging a ventilator service require alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: the internal battery door was replaced to due to damage observed.